Event description:
It was reported that during the bur phase of tka, the drill would not work in speed control but did in manual mode. Doctor continued in manual mode, however when burring, the post holes would not show the bone model being resected away and didn't know how deep to bur . In addition, the lower left birdseye view of the bone was extremely zoomed in and pixelated, causing doctor to not be able to use it as a reference in conjunction with the cross hairs/targets to align the bur. Used the visualization tool to check that if it was still in line with the plan.

Manufacturer narrative:
H10 h3, h6: the navio surgical system was used in treatment and case log files and screenshots were returned for evaluation. DHR review found that the software version (navio 5.2) has been validated. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system: surgical technique for total knee arthroplasty was reviewed and it has information regarding proper assembly of a handpiece and drill. Additionally, product labeling has been ruled out as a cause of the complaint. This failure is captured in the navio risk profile. The navio surgical system logs were returned for evaluation and an initial visual inspection confirmed the reported problem. Review of the log files found that it was not a software issue. It is most likely that the drill came loose and disconnected in the handpiece, but still was tight enough that the user did not realize. The root cause of this issue was determined to be user error.